Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 11 cm distal to the is-1 connector pin. The proximal fragment (approximately 11 cm length) and the medial fragment (approximately 21 cm length) were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed several additional cuts into the insulation of the received fragments. These cuts probably occurred during the extraction procedure. The insulation was, apart from the present cuts, free of breaches. Further analysis of the received fragments did not reveal any deviations that might have led to the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was capped due to high impedance and fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.